Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010; 4194-78 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing t-waves. No intervention was performed for the t-wave oversensing and the lead remains in use. No patient complications have been reported as a result of this event.